Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected pump shutdown occurred and that the pump history did not reflect accurate data despite being in use. Additionally, it was reported that the pump date was incorrect. There was no reported impact to the customer's blood glucose level. Reportedly, the customer corrected the date to resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy.